Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot and no non-conformance's related to the reported complaint condition were identified. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: was surgery delayed due to the reported event? --> no. Was procedure successfully completed? --> yes. Were fragments generated? --> unknown. If yes, were they removed easily without additional intervention? --> unknown. Patient status/ outcome / consequences --> no. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc. Revision) required: --> unknown.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The suture disengaged from the needle. The procedure was completed successfully. No adverse patient outcome reported.

Manufacturer narrative:
Product complaint #: (B)(4). Additional evaluation summary: there was no sample received for analysis. Only a picture of the sample was received for analysis. Upon visual inspection of the picture, a detached needle and a folder could be observed. However, no conclusion could be reach on how this happened as the sample was not returned for analysis. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch.

Manufacturer narrative:
Product complaint # ==> (B)(4). It was reported that a patient underwent a lap gastric bypass on (B)(6) 2019 and suture was used. The suture disengaged from the needle. The procedure was completed successfully. No adverse patient outcome reported.